Event description:
It was reported that the customer had high blood glucose levels of 320 mg/dl. The father of the customer reported that some of the buttons of the insulin pump were unresponsive while attempting to program a bolus. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The device functioned properly. The device had intermittent button response due to unlocked joint lcd connector. The device was also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.